Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor fired the instrument, but the clip did not close properly. He tried several times but it did not work, so the doctor changed the instrument. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.